Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing, resulting in pacing inhibition. Programming changes were made, and both the rv and ra leads were successfully explanted. The patient remained stable.